Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, there was difficulty crossing the septum with the sheath. Sheaths and dilators from other manufacturers were put into use in an attempt to cross the septum and were exchanged multiple times. During an unknown time during one of the exchanges, a tear formed near the inferior vena cava below the heart. The patient had significant bleeding internally and was given blood to support and stabilize blood pressure. The leak in the vasculature was closed off and the patient was stabilized. The case was aborted while the patient was under general anesthesia. Excess blood was drained from the abdomen and a computerized tomography (CT) was performed to confirm there was not an active bleed. The patient was transferred to another hospital and was subjected to a stay in the intensive care unit (ICU). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic; product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the inferior vena cava tear occurred from an exchange between the sheath and another manufacturer's sheath. It was also later reported that the patient became hypotensive and the tear was confirmed using fluoroscopy. A stent and balloon occlusion were placed and the tear resolved on it's own.